Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the device was prepped and flushed as usual and the device was inserted and inflated at the lesion site in the first diagonal: however, no stent was seen on fluoro. Intravascular ultrasound (ivus) was then used to locate the stent, as it was thought it had dislodged in the patient's coronary; however, it could not be found. There were no patients effects. At the close of the case, the stent was found on the cath lab floor. Therefore, only angioplasty was performed. Reportedly, the patient may be coming back for an additional procedure, but this was not confirmed nor has it occurred. No additional event or patient information is available.